Event description:
A customer contacted a baxter technical service rep (tsr) regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per hp his line disconnected during therapy. Hp cleared the error last night. Tsr informed the hp of the error's meaning. No pt injury or medical intervention was indicated at the time of the initial report. This writer contacted the home pt's nurse, who was aware of the 2240 alarm. The nurse confirmed the pt line became disconnected from the transfer set and that the issue has been resolved. The nurse also confirmed there was no pt injury or medical intervention associated with this incident and that the pt has been continuing with therapy as usual.

Manufacturer narrative:
.